Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04880 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a banding procedure in the esophagus, performed in 2009. According to the complainant, during the procedure, they used two devices and were unable to deploy the bands, requiring the physician to re-scope the patient each time. The procedure was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint indicated that the device was disposed off and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.